Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that at the first fitting on (B)(6), 2011 no hearing sensation could be achieved. An implant check revealed that the implant was working properly. The pt only had a very soft hearing sensation at 1 khz with 100 db and at 2 khz with 95 db. A surgery was carried out on (B)(6), 2011 to reposition the fmt directly to the footplate. The rtf measurement carried out that time also confirmed a working implant. A vibrogramm done on (B)(6), 2011 revealed hearing sensation at 750 hz with 95 db. All other frequencies did not show any thresholds. Another implant check on (B)(6), 2011 again confirmed the working implant. The external parts were checked. Finally the pt was explanted on (B)(6), 2011 and reimplanted with a cochlea implant. According to the clinic the pt suffers congenital surditas, but was though to be within criteria for a vibrant soundbridge, as during testing he probably had hearing sensation via the contralateral ear.